Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 786 mg/dl. For treatment, the patient was given blood pressure medicine. The three different blood pressure medicines that were given were, losartan, nimodipine and carvedilol. The patient takes them twice a day, as instructed. The patient was also given zofran for nausea, vomiting and pain medication (IV) intravenously with diagnostic tests. The patient reported having kidney failure and chest pain with fluid buildup. The patient potassium was high and the patient had issues urinating. The pod was worn between 36 and 48 hours on the abdomen. The pod was discarded.